Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is (B)(6) 2017. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 03.812.004, lot #: 8761947 was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during a transforaminal lumbar interbody fusion (tlif) procedure at l4-5, the surgeon (dr. Dafford) was inserting the tpal cage when he noticed the implant started turning prematurely. He was able to position the cage without issue. Upon removing the insertion instrument, the small rounded piece of the spacer applicator inner shaft had broken off and was inside the spacer applicator knob and was removed easily. There was no delay in the case or additional x-rays were needed. The case ended successfully as planned. Concomitant devices reported: t-pal spacer applicator knob (part # 03.812.004, lot # 8761947, quantity # 1), t-pal spacer outer shaft (part # 03.812.001, lot # unknown, quantity # 1). (B)(4).

Manufacturer narrative:
Device history records review was completed for part # 03.812.003, lot # 8513932. Manufacturing location: (B)(4), manufacturing date: sep 03, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and was not returned. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports, non conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally, endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. As per the technique guide, the returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.